Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal coronary intervention (ptci) procedure using a 7f sheath. Reportedly, a cuff miss suture retrieval issue was noticed. An attempt was made with a second prostyle device; however, a cuff miss suture retrieval issue was also noticed. An attempt was made then made with a third prostyle device; however, a cuff miss suture retrieval issue was also noticed. A fourth prostyle was deployed successfully and hemostasis was achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.